Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery now alarm without any prior low battery alarm. The customer¿s blood glucose level was 115mg/dl at the time of the incident. It was reported that there have been many battery alarms. Replace battery, insert battery, and several failed battery alarms. This was the second occurrence of replace battery now without a low battery warning. It was reported that the new battery resolved the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement and displacement test. Insulin pump received with normal operating currents, no unexpected power loss alarms noted during testing.